Event description:
The customer reported that both screens were black and the system was unusable. There is no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The high voltage cable connectors were cleaned and the display adapter board was reseated. The system was then found to be operating as intended.